Event description:
When disconnecting the luer lock connector from the 12 ft tubing during a bag manifold change procedure, the end piece of the double male adapter snapped off as the adapter was unscrewed and a piece remained in the 12 ft tubing. The piece was removed with a kelley clamp and the new male adapter/manifold attached. Lot # 11049683 (double male adapter).